Manufacturer narrative:
The event of fistula is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: rupture: not observed. Lymphadenopathy: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Exposure: unable to observe since it is not related to the device. Fistula: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Varied injuries: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed

Event description:
Patient reported "is now having problems. Says that there is a hole in chest where you can see the prosthesis and seroma is coming out of the hole." And ¿opened a hole¿, seroma, capsular contracture baker grade iii, ¿encapsulated prosthesis¿, and ¿pain¿ ¿informing us that has prostheses from the recall¿. ¿a lymph node". ¿out of place¿, ¿prosthesis detached¿, and weight loss¿, ¿hair loss¿ and ¿lack of appetite¿, - which is not device related. Patient later reported ¿deformity of the left breast", and ¿grade 3 left breast contracture on palpation and ¿radial folds¿, and ¿thickening of the capsule¿. ¿free liquid to the left¿, ¿sero-purulent fluid¿, and ¿moderate quantity liquid to the left¿. ¿signals of rupture to the left¿, ¿extracapsular silicone presence to the left¿, and ¿left side with irregular contour¿, ¿edema¿ ¿augmented diameter of lymph node to the left¿1cm¿, & ¿lymphnodemegalia to the left axilla¿ "recall" and ¿cysts on the interior¿, and ¿cyst to the left¿ ¿severe low back pain¿, and ¿leukocytosis 27,360¿, ¿rods 5%¿, ¿leukocyturia 324,000¿, ¿hematuria 9,000¿, ¿CT report of the abdomen and pelvis showing hepatomegaly¿, ¿gallbladder with walls thickened with adjacent fluid¿, and ¿presence of intra-abdominal liquid¿- which are not device related. This is for the left side device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, exposure, capsular contracture baker grade iii, seroma-late & lymphadenopathy.

Event description:
Patient reported "is now having problems. Says that there is a hole in chest where you can see the prosthesis and seroma is coming out of the hole." And ¿opened a hole¿, seroma, capsular contracture baker grade iii, ¿encapsulated prosthesis¿, and ¿pain¿ ¿informing us that has prostheses from the recall¿. ¿a lymph node". ¿out of place¿, ¿prosthesis detached¿, and weight loss¿, ¿hair loss¿ and ¿lack of appetite¿, - which is not device related. Patient later reported ¿deformity of the left breast", and ¿grade 3 left breast contracture on palpation and ¿radial folds¿, and ¿thickening of the capsule¿. ¿free liquid to the left¿, ¿sero-purulent fluid¿, and ¿moderate quantity liquid to the left¿. ¿signals of rupture to the left¿, ¿extracapsular silicone presence to the left¿, and ¿left side with irregular contour¿, ¿edema¿ ¿augmented diameter of lymph node to the left¿1cm¿, & ¿lymphnodemegalia to the left axilla¿ "recall" and ¿cysts on the interior¿, and ¿cyst to the left¿ ¿severe low back pain¿, and ¿leukocytosis 27,360¿, ¿rods 5%¿, ¿leukocyturia 324,000¿, ¿hematuria 9,000¿, ¿CT report of the abdomen and pelvis showing hepatomegaly¿, ¿gallbladder with walls thickened with adjacent fluid¿, and ¿presence of intra-abdominal liquid¿- which are not device related. This is for the left side device. The device has been explanted.